Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The device was reprocessed at client side before it was returned to olympus. This device was not used on a patient with foreign material attached to the device. The user inspected the device to detect any malfunction before using it. The device was appropriately precleaned without any delay after the procedure. No abnormality with the reprocessing accessories. The manual cleaning was performed within an hour after the procedure. The device was appropriately rinsed before manual disinfection. No effect from other products involved on the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable finding documented in b5, the non-reportable findings are as follows: the plus unit and the charged coupled device had scratches, the angulation in the up direction and the gap on the up down knob was out of standards due to the worn angle-wire, the bending section cover adhesive and the light guide lens was broken, the light guide lens bundle was also abnormal, the image is partially dark due to the scratches on the charged coupled device, the water supply failed due to the deformed plug unit. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had no angulation when angulation control knob was turned. The issue was found during preparation for use, and the diagnostic procedure occurred without delay. The procedure was completed with a similar device. There were no reports of patient harm associated with this event. The device was returned and evaluated and found foreign material and residue from the auxiliary channel. The medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.